Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire fsr evaluated the ventilator and found that the unit would not pass the turbine pressure transducer calibration. Fsr replaced the main board and performed operational verification procedure and user verification tests. All values were within manufacturer's specifications.

Event description:
The customer reported that their vela ventilator is inop and could not calibrate turbine diff transducer. The is no information regarding patient involvement.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. Found xdcr pt800 and pt802 to have recorded faults in the events log, pt800 and pt802 successfully calibrated not having effect on vte after calibration. The combination of xdcr faults at power-up/auto-zero with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. Disposition: vela diamond, replacement, cf p/n: 53420k s/n: (B)(4) rev: f will be scrapped as per (B)(4) - failure investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.